Manufacturer narrative:
Additional information was received on (B)(6) 2019, indicating the event date of this event. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, testing was attempted, and the device displayed "low battery" even with a new one inserted. The "pwa" will be replaced by service to resolve the reported problem. Based on the evidence, the complaint was confirmed. The root cause of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion still displays that the battery is low even after replacing it with a new set of batteries. There was no reported injury to the patient.